Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that constant air in line alar which was not reproduced during evaluation. The air in line alarms were verified through a review of the event history log and found to be caused by an ultrasonic sensor which was out of specifications. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant air in line. There was no known patient injury or medical intervention associated with this event. No additional information is available.